Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet and perceived difficulty maintaining glucose within target range, after which the user discontinued the ilet and returned to a prior insulin pump. Symptoms included hypoglycemia. Outcomes included no reported hospitalization, medical intervention, or long-term injury. Customer care provided support that included a review of user feedback and field follow-up attempts. Investigation of this case revealed no device inspection or functional analysis was possible because the device was not returned, and no additional contributory device component issues were identified from available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.